Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter a dent in the pilot balloon was noticed during pre-testing. There was no patient involved.

Manufacturer narrative:
Correction: (UDI#). If information is provided in the future, a supplemental report will be issued.